Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer did not experience any symptoms. The customer was unable to self-treat and visited emergency room where their blood glucose was checked (unspecified result) and was provided insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader and no issues were observed. Reader did not powered on with button depression and test strip or usb cable insertion. Reader was connected to the computer and unable to recognize the reader. Visual inspection was performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed the testing. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. The returned reader was further investigated and de-cased. Visual inspection was performed on the reader and damage usb port was observed. Reader was placed into the reader test fixture to download reader data. Issue is not confirmed to use due to poor connection to the pcba (printed circuit board assembly) by damage usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer did not experience any symptoms. The customer was unable to self-treat and visited emergency room where their blood glucose was checked (unspecified result) and was provided insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.